Manufacturer narrative:
Investigation ongoing. Devices discarded at hospital.

Event description:
Osteotomies could not be executed as planned and surgeon had to adapt intra-operatively. Surgeon did revision surgery later on.

Manufacturer narrative:
Devices met specifications and no root cause could be determined. Surgery was complex (monteggia case), which could have played a role. H3: return of device requested but not received.